Event description:
Reportedly, the device would not power on during a pt use. An ambulance arrived some time later and deployed their defibrillator which issued no shock advised.

Manufacturer narrative:
The investigation found a small, non-conductive particle present on the underside center of the conductive dome portion of the on/off switch. Its position was such that the contact oeprated intermittently. Because the pt did not survive and the time between deployment of the fr2 and arrival of the secondary defibrillator is unknown, this event is being filed.